Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported three incidents of the tips of cartridges to have stress fractures or cracks following the delivery of an intraocular lens (iol). There was no reported lens damage or impact to the patient. Additional information was requested.